Event description:
Patient underwent lead revisions on (B)(6) 2019 due to dislodgement. On (B)(6) 2019, patient presented with pocket infection and wound dehiscence. System was explanted and no replacement has been reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.